Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Concomitant medical products: medical devices: cup used was either: cat#010000710 g7 bonemaster. Cup 66 lot# unk, or cat#010000711 g7 bonemaster. Cup 68 lot# unk. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during primary hip replacement, the liner would not seat into the cup. A second liner was used to complete the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.